Manufacturer narrative:
Date sent: 4/2/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hernia procedure, the device's active blade broke off and was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.